Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Concomitant medical products: unknown cobalt chrome femoral head catalog# unknown lot# unknown, unknown exceed acetabular cup catalog # unknown lot# unknown, primoris neck stem catalog # 650-1124barsa lot# ni. Report source: foreign: the event occurred in (B)(6). The device was not returned for evaluation as the device location is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01015. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported as part of a clinical study that a patient underwent a right hip tha procedure on (B)(6) 2013. Subsequently, the patient reported moderate pain, extreme difficulty performing usual activities and limping during six (6) months post op visit. During the one (1) post op visit, the patient's pain had increased to extreme pain and the patient continued to experience moderate difficulty in performing daily activities. It was reported during the 3 years post op follow up visit that the pain had decreased to moderate pain with minimal/some difficulties in performing daily activities. Attempts have been made and no further information has been provided.